Manufacturer narrative:
The insulin pump was received with error alarm during self-test and it is found in alarm history screen due to faulty radio frequency board. No unexpected error alarm noted during testing and it is not found in alarm history screen. No history anomaly noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed signal too high. The device then alarmed with a radio frequency error. The patient's blood glucose at the time of incident was 118 mg/dl. The insulin pump was returned for analysis.